Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss of therapy. The patient couldn't make it to the bathroom during the middle of the night. She increased the amplitude from 4.5 to 5 and it helped the nighttime issue somewhat but the bladder felt like it was not completely emptying during the day. The patient also stated her ankles began swelling. She took some lasix medication which has helped the swelling. The patient said she was going to try to lower the amplitude and follow up with her physician if things don't improve. The patient later reported that her symptoms were returning and that she had fluid in her feet. During the call, it was determined the ins was not on. The patient was able to turn it back on. If additional information becomes available, it will be added to the event. Date of event is approximate.

Event description:
Additional information received from the patient reported that she did not know the circumstances that led to the symptoms. A manufacturing representative (rep) suggested that the patient contact the doctor, but she had not done that yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.